Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass and metal caps were detached. The metal cap was returned and exhibited severe debris adhesion on its surface, indicative of prolong tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identity additional signs of breakage along the length of the fiber. The connector cone, segments, and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Based on analysis results and information available, it is probable that the interaction between the user and device, caused or contributed to the observed fiber damage and reported event. The device instructions for use instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage.

Event description:
It was reported that the during a photoselective vaporization of the prostate procedure, the fiber stopped working after 1 minute of use. The procedure was completed with another device. There were no patient complications. Analysis of the returned device identified that the metal and glass caps were detached.